Manufacturer narrative:
An event of valve degeneration due to calcification and heart failure causing low hemoglobin, the patient requiring and refusing a blood transfusion, and patient death due to the heart failure and valve deterioration was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015 a 19mm trifecta valve was implanted. On an unknown date calcification was noted on the valve. The patient's hemoglobin was low and required a blood transfusion. On an unknown date the patient expired due to structural valve deterioration and heart failure.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015 a 19mm trifecta valve was implanted. On an unknown date calcification was noted on the valve. On an unknown date the patient expired due to unknown reasons. Additional information has been requested but not yet received.